Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was to report that in the last month or so, they were having to go (urinate) more frequently. The patient mentioned that at this time, it had also "slowed" their bowel down more (they were experiencing constipation). The patient inquired if the implant could affect their bowels in addition to their bladder. The manufacturer help line reviewed this information with the patient, as well as therapy expectations. The patient mentioned they had only increased the stimulation once before, and that had been a few months ago. Stimulation expectations were reviewed with the patient, and they were advised they could make another adjustment to see how their symptoms responded. When discussing the bike-seat area with the patient, they mentioned that before, they felt the stimulation more in the groin area, but that now they felt the stimulation more in their bowel area. When asked if they had any trauma or falls to the implant site, the patient replied "no." They were redirected to their managing health care provider (hcp) to address their symptom concerns. The patient was going to reach out to their hcp.

Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.